Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records patient was revised to addressed failed left metal on metal total hip arthroplasty secondary to trunnionosis, osteolysis and pathologic fracture of greater trochanter. Operative notes indicated pain, limp, metallosis, extensive black corrosive debris on the trunnion and in the head. Doi: (B)(6) 2004 dor: (B)(6) 2018 left hip. Please see (B)(4) for right hip.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Corrected h6 patient code: no code available (3191) from the initial medwatch to capture patient harm surgical intervention.